Event description:
It was reported that the patient never experienced therapeutic effect. Since implant, the patient was ¿never getting any better¿. The patient¿s pump had been increased every week by unclear amounts. On the date of this report, a dye study was performed and indicated that ¿it wasn¿t flowing¿ into the patient¿s spine, but was going into the patient¿s tissue. The medication was not flowing through the catheter. The patient asked if this was causing tissue damage, as she had read that this could occur. At the time of this report, the patient had a call into her healthcare provider (hcp). The patient thought that the pump should be stopped. The device system was used to deliver morphine. The cause of the event, specific patient symptoms, treatment/interventions, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).